Event description:
Sample received revealed a leak at the 10cm. No further info provided.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.